Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain even when not menstruating/ pain') in a 23-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding and blood pressure high. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), headache ("worsening of her headaches"), fatigue ("chronic fatigue"), anxiety ("anxiety/ hormonal changes describe: anxiety caused changes in hormone level/hormones still not regulated"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and migraine ("migraines") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping/lower abdominal pain even when not menstruating"), dizziness ("dizziness"), back pain ("lower back pain even when not menstruating / lower back pain/ pelvic pain goes all the way through to lower back pain"), arthralgia ("hips right side pain") and tooth fracture ("teeth just crumbled"). The patient was treated with alprazolam (xanax), ibuprofen, lisinopril and surgery (upcoming removal). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, dizziness, headache, fatigue, anxiety, back pain, dyspareunia, arthralgia and hormone level abnormal had not resolved and the vaginal haemorrhage, menorrhagia, migraine, weight increased and tooth fracture outcome was unknown. The reporter considered abdominal pain lower, anxiety, arthralgia, back pain, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, tooth fracture, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she is currently investigating removal options. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: confirming full occlusion of fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain even when not menstruating/ pain') in a 23-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding and blood pressure high. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), headache ("worsening of her headaches"), fatigue ("chronic fatigue"), anxiety ("anxiety/ hormonal changes describe: anxiety caused changes in hormone level/hormones still not regulated"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and migraine ("migraines") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping/lower abdominal pain even when not menstruating"), dizziness ("dizziness"), back pain ("lower back pain even when not menstruating / lower back pain/ pelvic pain goes all the way through to lower back pain"), arthralgia ("hips right side pain") and tooth fracture ("teeth just crumbled"). The patient was treated with alprazolam (xanax), ibuprofen, lisinopril and surgery (upcoming removal). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, dizziness, headache, fatigue, anxiety, back pain, dyspareunia, arthralgia and hormone level abnormal had not resolved and the vaginal haemorrhage, menorrhagia, migraine, weight increased and tooth fracture outcome was unknown. The reporter considered abdominal pain lower, anxiety, arthralgia, back pain, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, tooth fracture, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she is currently investigating removal options. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event tooth fracture added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain even when not menstruating/ pain') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding and blood pressure high. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), headache ("worsening of her headaches"), fatigue ("chronic fatigue"), anxiety ("anxiety/ hormonal changes describe: anxiety caused changes in hormone level/hormones still not regulated"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and migraine ("migraines") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping/lower abdominal pain even when not menstruating"), dizziness ("dizziness"), back pain ("lower back pain even when not menstruating / lower back pain/ pelvic pain goes all the way through to lower back pain") and arthralgia ("hips right side pain"). The patient was treated with alprazolam (xanax), ibuprofen, lisinopril and surgery (upcoming removal). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, dizziness, headache, fatigue, anxiety, back pain, dyspareunia, arthralgia and hormone level abnormal had not resolved and the vaginal haemorrhage, menorrhagia, migraine and weight increased outcome was unknown. The reporter considered abdominal pain lower, anxiety, arthralgia, back pain, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she is currently investigating removal options. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2012: results: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 10-jan-2020: content from social media received. The case was upgraded to serious incident based on the information 'upcoming removal' in social media. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.